Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found the unit has no buzzer/audio when powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer returned the unit with no specified issue. However, upon triage the service technician observed "no buzzer." A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.